Event description:
An occlusion alarm was reported, but the alarm number could not be verified in the pump's history. This issue led to the customer¿s blood glucose level reaching 530 mg/dl, exceeding normal range. To address the issue, the customer administered a correction bolus via the pump, changed the infusion set and cartridge, and resumed insulin without needing third-party assistance. No additional information was received regarding the outcome of the event.